Event description:
Customer is reporting a complaint on product 2532. (B)(6). Customer states that the 2532 connecting strap is slipping and does not stay in place. This resulted in a patient extubating themselves. Customer is concerned because they have a strong/young patient population. (B)(6) was able to recreate the event. Lot# 3103t099.

Manufacturer narrative:
H3 the product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. Historical data found complaints of unintentional patient release for the foam limb holder part 2532. Of those returned, broken clips, excessive force, and/or wear and tear has contributed to the malfunction. Other similar complaints were determined to be due to improper application of the device or use with incorrect patient population per the product IFU. Instructions for use (IFU) warning states to before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not to use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference (B)(4) h3 other text : product not received.